Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during investigation, the pump was powered on and the display was found to be dim, fading and discolored. Rust and moisture corrosion was observed inside the battery compartment. The returned battery cap tightened securely and was able to be removed from the pump. A leak test was performed and a leak was found near the top right corner of the display lens. The pump case was removed and no evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.